Manufacturer narrative:
The recurring loss of prime issue is not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box showed evidence of loss of prime warnings. The pump was exercised for 24 hours with no loss of primes occurring. The force sensor calibration was found to be within specification. There was no damage found to the force sensor assembly. Evaluation found that the vibratory and auditory features were functioning appropriately. The complaint could not be duplicated on investigation.

Event description:
On (B)(6) 2012, the patient contacted animas alleging a long history of loss of prime warnings over the past six to seven months resulting in elevated blood glucose (bg) sometimes over 500mg/dl with trace ketones. The patient did not provide specific dates for the bg excursions. The patient stated that she has all settings set to vibrate and that she sometimes gets "too busy" and just doesn't notice the pump is alarming until her bg elevates. The patient stated that she will re-prime the pump and deliver a correction bolus and her bg responds. Customer technical support advised the patient to change alarms to audio instead of vibrate. The patient confirmed that the audio and vibration features are working correctly; she is just busy and doesn't notice the pump vibrating. This complaint is being reported due to the allegation that the patient experienced hyperglycemia on multiple occasions due to inadequate response to an appropriately emitted alarm while using insulin pump therapy.